Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient had experienced a hypoglycemic event due to an issue with the pump's insulin on board feature starting about a week ago. Reportedly, on an unspecific date, the patient¿s blood glucose reading was at 29 mg/dl with slight shakiness, profuse perspiration and unsteadiness when standing and/or walking. It was reported that the patient did not received any treatment above and beyond the usual routine of diabetes care and management and the patient allegedly remained on pump therapy without any recent adjustment to the pump settings. The reporter stated that iob was not showing up on bolus total screen. Customer support agent reviewed the pump history settings and it was determined that the iob feature was not turned on. This complaint is being reported because the patient experienced serious hypoglycemia due to a use error in that the user failed to turn on the iob function of the pump.

Manufacturer narrative:
The pump has not been request for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.